Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced some signal alarm issues. It was stated that the customer is receiving double beeps for any alert such as the low or high predicted alerts and the customer has to clear them separately twice. One beep comes right after another within seconds. Customer was instructed to go through the sensor edit menu and alert type but nothing unusual was found. Customer was offered to replace the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.